Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-mar-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-mar-2019, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had two leads, one for his left side and the other for the right. The patient reported falling in a shower and landing on the implant after surgery, and stated that since then he does not get as much stim on the right side. The patient stated it felt fine at first, but changed after the fall. The patient reported a second fall 2-3 months prior, and reported his blood pressure dropped, so he fell and hit head first, causing his head and neck to hurt. The patient would like for his device to target this new pain, but stated his healthcare provider (hcp) told him he would need new leads implanted for this. The patient stated the current leads and ins have all moved down. The patient stated the leads are lower in his spine, and the battery moved from above the incision to below the incision. The patient stated the battery was large and he can almost grab it under his skin ever since his fall. The patient has been working with a manufacturer¿s representative (rep) , to try and adjust stim to better target his right side. The patient says he feels more on the left side now, but the rep can't seem to improve the right side, which had reduced efficacy since the fall. The patient says sometimes, in certain positions, he can feel it more on the right side, but it's not consistent. The patient says he doesn't need as much stim on the left side anymore because he had an ankle fusion in (B)(6) that helped his pain on the left. The patient says he has been working with rep on adjusting stim for about 6 months. The patient says he had x-rays, and he was told "everything looks fine." The patient later said that the leads moved down in his spine. The patient says he tried adaptive stim, but he didn't like how it changed the stim sensation. The patient says he wants just one stimulation, no changes. The patient mentioned he was on high density (hd) settings for a while, and he had to charge every 3-4 days. He liked how hd settings felt, but he stopped hd settings because he didn't want to charge that often. It was reviewed that the patient should work with his hcp to resolve the issue of reduced efficacy as well as lead and battery placement. The patient stated his hcp is talking about him having surgery to replace the leads. The patient was also concerned that a lead might have been broken or pinched. The patient clarified he only thinks it's possible. It was reviewed that a rep can interrogate the device to check the functionality of the battery and leads. The patient reported that if the battery depletes he experiences pain. Patient was implanted for spinal pain.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (B)(6) 2019. It was reported stimulation was in the wrong location. The patient reported that he has problems getting the stimulation to go down his right leg as it should. The patient reported it goes down the left, and after working with the reps, it goes down his right leg a little more but not enough. The patient wishes the stimulation would come up higher. The patient reported that when he lays down, he mostly feels it on the left. The patient says at first when he sits down, the position feels fine but right stimulation will slowly fade away. The patient reported if he bends to the right, he feels stimulation more on the right and if he bends left, he feels more on the left. The patient is wondering if something is wrong with the battery. The patient reported he had a bad fall right after surgery and landed straight on his back on the ins. He still had a bandage on the from surgery, so he thinks it was within a couple of weeks after surgery. The patient was redirected to their hcp. It was reviewed that the fall could have moved or damaged something and recommended the hcp do imaging or device interrogation if they haven¿t already done so. It was additionally reported that the ins battery takes about 4 hours to charge from empty. The patient reported he charged every 10 days. It was suggested he could charge more often. No further complications were reported/anticipated.